Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-06150. It was reported that the patient presented for routine pacemaker replacement. Device interrogation revealed low amplitude noise on the right atrial lead, and there appeared to be a history of atrial lead noise. During the procedure, it was discovered that the right atrial and right ventricular leads both had an insulation breach. The leads were successfully repaired with a suture sleeve and silicone glue during the procedure. The patient was in stable condition throughout.